Event description:
It was reported the gastrointestinal videoscope had blurry vision during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the blurry vision was caused due to dirt on the objective lens, the image has a stain. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.